Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 25-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 1375.7 mcg) via an implantable pump. Medical history included cerebral palsy. Other medications included tetrabenazine 25 mg, emla cream, valium 2mg, celexa 30 mg, loratadine 10 mg, vitamin a, pantoprazole 40 mg, miralax, vitamin d3, colace, buspirone 15 mg, mobic 7.5 mg, depakote 500 mg, debris 6.5%, trazodone 50 mg, calmoseptine ointment, zinc oxide 20% ointment, hydrocortisone cream 1%, bacitracin ointment, tylenol 500 mg, zofran 4 mg, hydroxyzine hcl 25mg, baclofen 20 mg, and lorazepam 0.5 mg. It was reported that the patient was complaining of increased spasms and inadequate relief from the baclofen. There were no known factors. Catheter dye study was performed and the result was inconclusive. Patient was moving too much and unable to fully diagnose the system. The pump and old 8709 was removed from pump pocket and then two old spinal segments were removed from the csf. A new 8780 and 8637-40 pump was placed. Catheter broke at two places (pump segment and spinal segment). The issue was resolved at the time of the report.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found a break in the catheter body and damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.